Event description:
In 2009, the patient reported he has been having blood glucose readings from 118 mg/dl to 379 mg/dl with his normal range being 85-200 mg/dl. He said that five days prior, he had an elevated reading of 152 mg/dl in the morning which he treated by delivering two 12 unit injections of insulin. His reading decreased to 118 mg/dl but he had readings of 200 mg/dl the next day. Three days prior to original date, his readings were over 250 mg/dl and he felt "lousy and tired." The next day, his wife told him she smelled insulin on him. He checked but found no leakage. He changed the insulin cartridge of his infusion device, the battery cover, adapter and his infusion set. His readings were still elevated the next day so, he changed his infusion set again. This morning at 5am he had a reading of 379 mg/dl which he treated by taking an insulin injection which decreased his reading to 85 mg/dl. At 7am, his reading was 248 mg/dl and then decreased to 197 mg/dl which he treated by bolusing insulin via his infusion device. After 1 hour and during the report, his reading decreased to 169 mg/dl which he said is within his normal range for the time of day. To troubleshoot, the patient was instructed to check the time and basal rates on his device and he confirmed they are accurate. He found a small air bubble in the cartridge and primed it out. He stated he had an unusual breakfast this morning and that salt can "set him off." He stated that on the night of six days prior to original date, he stopped taking an antibiotic for an infection. The patient had to go to work and ended the call. On follow up the day after the original date, he stated he spoke to his pharmacist who said the salt he ate affected his blood glucose readings yesterday. He said his blood glucose remains elevated. He ended the call as he had to get to work. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.